Event description:
It was reported that on: (B)(6) 2009: the patient presented with l5-s1 disk degeneration, spondylosis, kyphosis and radiculopathy. The patient underwent the following procedures: l5-s1 anterior lumbar inter-body arthrodesis. Use of intervertebral bio-mechanical device for spinal arthrodesis. Anterior lumbar vertebral instrumentation across two levels. As per-op notes, a cage was packed with a rhbmp-2 kit, and the actual device was gently tapped into position. No patient complications were reported. As per the billing record, the patient underwent x-ray of lumbar spine.

Event description:
It was reported that the patient underwent an anterior lumbar spinal fusion procedure at l5-s1 with a synthes synfix cage and rhbmp-2/acs. Post operatively, the patient developed significant pain in the area of the fusion surgery and extremities. The patient received significant medical treatment to care for injuries. The patient has never recovered from the surgery, and continues to experience daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.